Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had received hardware low level failures alarm and a hal software error was detected. Customer's blood glucose value was 97 mmol/l. Customer was able to successfully clear the alarm. Customer was unable to rewind the insulin pump. The customer also reported crack on the back side of the insulin pump and battery compartment. Customer was advised to discontinue the use of insulin pump and revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 54 found in the device history file due to software error. Pump error 63 alarm found in the device history file due to software error. Device received with cracked battery tube thread and cracked case battery tube noted.